Manufacturer narrative:
Results: as received visual inspection of the returned single lead extension revealed a broken wire. The extensions was also missing electrode #1 on the terminal end. No functional test was conducted because of the broken wire. This damage is consistent with the overstress conditions the extension was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2014-05136. Reference MFR. Report#: 1627487-2014-05644.